Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.056¿¿ - 0.241¿¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. Additional observation(s) not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have thermal damage at one of the grip cable grooves on the bipolar yaw pulley. The unit passed electrical continuity test. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found a mechanical indentation aligned with the damaged insulation. The instrument was found to have mechanical indentations on the bipolar yaw pulley. The indentations were aligned with the damaged conductor wire insulation. The complaint regarding the damaged shaft was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.